Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
A principal diabetes therapy consultant reported via email of low and high readings, excessive no delivery alarms and low battery alert. The customer a1c value was 7.7. The customer reported low readings while sleeping and wakes up with high readings over 200 mg/dl. The customer changed the battery every 2-3 weeks. The customer also received random no delivery alarms. The customer declined to speak with 24 hour helpline.